Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while attempting to over sew the anastomosis on a laparoscopic roux en y gastric bypass, the surgeon was unable to toggle the needle to the other jaw. The tissue was tenting around the needle, however the needle would not pierce completely through. This resulted in tissue being jammed into the other jaw with the needle. The surgeon tried a number of times to toggle back and forth through the tissue but unable to complete the transition of the needle from the jaw to the other. The surgeon struggled to removed the needle from the tissue and experienced some serosal tearing while using grasper to remove tissue from the needle. This resulted to extended time of more than 30 minutes due to the surgeon used standard laparoscopic suture and needle drivers in place of the device to complete the case.